Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. Anesthesia noticed the patient had a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis after they attempted to manage the blood pressure with drugs. It was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician believed the pericardial effusion occurred after they went transseptal. The only catheters in the body at the time were a pentaray nav high-density mapping eco catheter and a soundstar catheter. It was confirmed no ablation had yet been completed when the injury occurred. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30847511l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).